Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. C51083) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included polycystic ovarian syndrome, uterine enlargement and vitamin d deficiency. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhoea (cramping)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dyspareunia, dysmenorrhoea, vaginal discharge, vaginal infection, fatigue, weight increased, weight decreased, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, urinary tract disorder, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: the initial deployment on the l was inadequate with 12 coils seen. This was removed with a hysteroscopic grasper and replaced, with only 2 coils seen after the replacement. Right cornua had3 visible coils and the left cornua had 2 visible coils. Most recent follow-up information incorporated above includes: on 13-aug-2020: medical record received- lot number, reporter information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhoea (cramping)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dyspareunia, dysmenorrhoea, vaginal discharge, vaginal infection, fatigue, weight increased, weight decreased, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, urinary tract disorder, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Events ; dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),bladder/urinary problems ¿ vag. Discharge, vag. Infect, fatigue, weight gain, weight loss , essure confirmation test(s) conducted, specify no were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.